Event description:
Acct. Reports "tubing ruptured". They use the extension set with a pressure injector that dispenses 300 psi. Acct. States facility uses this set "all the time" and this is the first time this has happened. States there was no pt. Injury, but the nurse changed the set and re-started the IV. Second report states that the tubing did not "rupture" but rather developed an "aneurysm" in the tubing. No pt. Injury reported. Set changed which is considered a nursing intervetnion.